Manufacturer narrative:
(B)(4).

Event description:
Product was returned for investigation. An exterior physical visual inspection was performed and passed. A receiver charged and will boot test was performed and passed. A receiver download was retrieved and attached and the product passed. There was no finding related to complaint in receiver download. A receiver functional test was performed and passed. A receiver pairing test was received and passed. Sensor was removed by user on incident date (B)(6) 2018. See associated investigation for ios data showing a loss of connection between the transmitter and associated device. Dat data is not related to the pairing failure complaint with the receiver

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a pairing failure between the transmitter and smart device occurred. No additional patient or event information is available. No product was provided for evaluation. Data was provided for evaluation. Data review confirmed the reported event of pairing failure. The root cause was determined to be loss of connection. The reported issue of pairing failure is reportable based on the finding of permanent connection loss.